Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 4. Details of surgery: immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and increased sensitivity. No further patient complications were reported.